Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing the cystic duct on a laparoscopic cholecystectomy procedure, the first three clips loaded and fired fine. The device wouldn't load any more after the handle was fired. The handle was jammed and would not moved. A new device was used to resolve the issue and complete the case. There was no patient injury.